Event description:
It was reported that when the packaging of the graftmaster 4.0 x 19 mm stent was opened, it was found that the proximal shaft was bent and separated into two pieces. Some resistance was encountered when removing the device from the packaging. The device was not used on the patient. Another graftmaster stent was used to complete the procedure. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.